Event description:
Pt woke up this morning and when she stoop up her pump dropped to the floor. She then realized the tubing had pulled out of the connector.

Manufacturer narrative:
This MDR report has been made since this event has led to a recall. This incident has already been reported to the FDA in the asr report for (B)(4). In november 2013, a voluntary product recall for the device was initiated and reported to the FDA under report #8021545-11/19/2013-0006. A visual inspection and a test for flow, leak and static pull were performed on the returned used device. The tubing was detached from the asante connector and for this condition it was leaking. No unused devices were returned for investigation. The reference samples were visually inspected and tested for flow, leak and static pull of tubing-connector. The tubing was detached from the asante reservoir connector (7 out of 10). Unomedical a/s received the complaint through asante solutions, the distributor of the infusion set. (B)(4).